Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the 37761 desktop charger (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that it was pt's fourth ins and they were afraid that the ins had reached the end of its life. Pt stated that the battery looked as though it was at one eighth power. Pt stated that when they were trying to recharge the ins, the device would go on and connect and eight coupling boxes would appear for about thirty seconds and then the device would stop. Pt stated that then a screen would come up showing that there was no power in it or to it. Pt described seeing the charge recharger battery screen. Pt stated that the screen would go away completely and the device would not take a charge or allow them to recharge the ins at all. Pt noted that they were really dependent on the ins. Pt tried recharging the ins during the call and charge recharger battery screen appeared. Pt stated that then the recharger screen went blank. The manufacturer's patient services specialist (pss)  had the pt check the desktop charger (dtc) connector pin; pt stated that it was not damaged and it looked totally fine. Pss had the pt unplug the dtc from the recharger and connect the dtc to the recharger again; pt saw the charger recharger battery screen again. Pt confirmed that the green light was illuminated on the dtc. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out. The patient (pt) called back and stated they received the replacement recharger but they are still experiencing the same issues that were originally reported in this case. Pt stated their recharger will not charge. A replacement desktop charger (dtc) was sent out. No symptoms were reported.